Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed. Oil was dripping from the enclosures. The enclosures were opened by the technician. Oil was leaking from the bimba cylinder. A functional evaluation was conducted. The device had delayed pressurization. The piston migration was at 2.7 inches. The device failed the weight test. The reported complaint of an oil leak was confirmed and the root cause has been associated with a seal failure. The the reported failure of a failed weight test was confirmed and the root cause has also been associated with a seal failure. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded that both failures were repeat issues.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that the spider 2 tenet was licking oil. No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.